Event description:
Customer reported liquid leaks at the insertion part. The issue found at preparation for use. The device was replaced and the intended procedure was completed with a similar device. There was no patient harm, no user injury reported due to the event. Device return evaluation found blockage of the channel due to foreign material. This report is being submitted for blockage of the channel due to foreign material which was observed during device evaluation.

Manufacturer narrative:
Device evaluation and inspection found liquid leaks due to perforation of connecting tube(insertion section). The customer reported issue of "liquid leaks at the insertion section" was confirmed. In addition, device channel was observed with blockage due to foreign material. Furthermore, the following findings during inspection were noted on the device: insertion resistance is out of standards due to perforation of connecting tube insertion resistance is out of standards due to missing part of c-cover angulation in the up direction out of standards due to worn of angle-wire the gap of up/down (u/d) knob out of standards due to worn of angle-wire screen is partly dark due to scratch of ccd lens the condition of light guide (lg) bundle not normal. There is crease at the ccd lens. The adhesive part of a-rubber (ar) is broken. There is crumple at the connecting tube. The connecting tube protector noted damaged. Switch #1 (sw1) is deformed. There is crumple at the universal code. There is crease at the scope-connector at universal code. Follow up regarding the foreign material found with service business center (sbc) olympus korea noted that the foreign material found is unknown and was not able to be removed. It was also noted that the customer was able to reprocessed the device correctly and that the clogged occurred on previous procedure, stated that there is no possibility that the scope with foreign material had been used . The investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.